Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Customer reported for the last 3-4 months have increasing instances where the male luer end will not stay tight and leaks. Customer was also using this set for power injecting in the CT scan. Informed the customer this set can not be used for this purpose. Requested product return for failure investigation. Product not received as of the time of this report. If product received, a f/u report will be sent when investigation complete.